Manufacturer narrative:
The reported event was confirmed- unknown cause. The product had caused the reported failure. Inspected the returned stent and no abnormalities found. It was notice that the black suture was not returned for evaluation. Introduced lab guidewire into the returned stent and observed the lumen of stent has blockage. Dissected the sample and found there was an unknown particle stuck inside the stent. However, the exact cause of how and when the problem occurred could not be determined. Hence, the reported event is confirmed as unknown cause. The potential root cause for this failure mode could be due to user related or supplier (example: mishandling product). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings: 1. Method for use. (1) when using the multi length type stent, it should be avoided in the following cases. If you measure the length h of patient t s ureter and confirm that excessive coil part would be appear, consider using other stent which has different shape of tip and length. Ureteral stent s with excessive coil parts have risks of knot f format ion at the tip of renal pelvis side during placemen t or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may le ad to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive haemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term m in a patient who has undergone the int rapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography and provide appropriate care. [Contraindications] 1. Method for use. (1) do not reuse. (2) do not resterilized. 2. Applicable patients: do not use for the woman who is pregnant or may become pregnant. To avoid radiation exposure on preborn baby from x ray. Shape, configuration and principles bardinlayoptimatmstentsetcomprises the following components. 1. Bardinlayoptimatmureteral stent the bardinlayoptimatmureteral stent is a double pigtail ureteral stent with monofilament suture loop attached to aid in stent removal. The stent is available in twoforms: a single size or a customized multi-length size. There are two types of stents: those which have side holes and havewithout side hole. Intended use & effect-efficacy: bard inlay optimatmstent set is indicated to relieve obstruction in a urinary tract and to be used for urethral catheterization from renal pelvis to urinary bladder. Each disposable kit contains several packaged medical devices that are necessary for stent placement in ureter. Directions for use. 1.method of use: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. (1) insertion of the guidewire: 1) remove the guidewire from the packaging, together with the guidewire holder. 2) prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. (2) nephroureterography. 1) place the tigertailtmureteral catheterover the guidewire and insert it into the ureter. Note: in this case, it is also possible insert the ureteral catheter without using a guidewire, at the discretion of a physician. 2) removing the guidewire. 3) the ureteral catheter adapter is secured to the terminal end of the ureteral catheter, and performing the urine drainage or retrograde pyelography using with syringe. 4) introduce the guidewireagain for stent placement and remove the ureteral catheter from the cystoscope. (3) stent placement. 1) in order to improve sliding, immerse the stent in a normal saline solution. 2) confirm the guidewire position where it coils inside the renal pelvis. 3) move the pigtail straightener over the proximal end (kidney coil end without the suture)of the ureteral stent, allowing easier insertion onto the guidewire. 4) remove the pigtail straightener once the stent is secure on the guidewire and pass the stent over the guidewire through the cystoscope by using the pusher with radiopaque tipfor proper placement. 5) keep watching the distal end (bladder coil end with the suture) of the stent or radiopaque, proximal end of the pusher while advancingtoproper position of the stent.holdthe guidewire tokeep it from moving. 6) stop advancing when the stents distal end is identified.if the proximal endis inserted too much, pull the suture to modifythe stent properly. 7) confirm proximal end of the pusherand stents distal end marker (bladder end), reaches the ureterovesical junction (uvj)by fluoroscopy. 8) holding the stent in position with the pusher, cut the suture and pull it out. 9) withdraw the guidewire. The stent will form a pigtail automatically 10) carefully remove the pusher. 11) confirm position of the stent by fluoroscopy. <multi-length ureteral stent> to accurately size this stent,count the marker bands as it is being advanced into the ureter. The first (wide) marker band on this device indicates 22 cm, followed by two narrow bands at 24 cm and 26 cm. The last (wide) one indicates 28 cm. If you need to place the 30 cm or 32 cm lengths, use the attached suture or endoscopic forceps togently pull back on the stent, unwinding thecoil from the kidney. 2.precautions for use. Ureteral catheter: (1) when using the tigerailtmureteral catheter, especially without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, retrieve with an endourology grasping device. (2)do not withdraw the ureteral catheter while it is deflected in endoscope. (3)avoid sharp bending of the ureteral catheter. (4)when performing drainage of urine, retrograde visualizations etc. Though the ureteral catheter, attach the ureteral catheter adapter to the tip of ureteral catheter. (5)do not over-tighten the catheter adapter. Over-tightening of the catheter adapter may occlude the lumen of the catheter. Stent: (1) do not forcibly insert or remove the stent. It may injure patient or/and damage this product. (2) avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. (3) avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instruments. (4) determine the proper stent length for the patient. Selection of too short a stent may result in migration. (5) suture can be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. Remove suture if indwelling time is expected to be longer than 14 days. (6) in the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or remove from the patient body. (7) any signsof infection in the location of the stent placement require removal of the stent.after checking the condition of the patient, a new stent should be placed. (8) care should be exercised when removing the stent to eliminate tearing or fragmentation. Guidewire (1) do not forcibly insert or remove the guidewire. It may injure patient or/and damage the device. (2) do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in damage the guidewire. Avoid contact with deviceswith sharp edges (such as metal dilator). (3) avoid using of the device when resistance is encountered (dueto the size of a catheter, stent and/or working-channel of endoscope) as this may cause wear theguidewire coating. (4) do not use organic medical solutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. (5) inject the solution into the guidewire holder in order to wet the guidewire. The guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. [Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert catheter, stent or endoscope.] (6) if unusual resistance is met during manipulation of the guidewire, do not force to remove it. Carefully withdraw the guidewire as a unit. (7) do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire. (8) dont rub the guidewire with theedge of the holder. This could flake the hydrophilic coating. (9) avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may lead to damage the guidewire. (10) never try to shape the guidewire. This could damage and break the cable coreof the guidewire. (11) this product must be used under high-resolution x-ray fluoroscopy or endoscopy and attention should be paid to guidewire movement in the urinary tract. (12) sufficientguidewire length must remain exposed to maintain a firmgrip on the guidewire at all times. [Precautions] 1.important precautions: (1) the stent is not intended as a permanent indwelling device. It is recommended that the indwelling time not exceed 365 days. Periodic checks of the stent by cystoscopic and/orradiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patients condition and other patient specific factors. [All stents may besubject to varying degrees of encrustation when placed in the urinary tract. Encrustation may result in occlusion of the stent or pain or discomfort for the patient.] 2. Malfunction and adverse events. (1) malfunction: fragmentation, damage, guidewire kinking, difficulty in insertion, difficulty in removal, occlusion, migration, encrustation, difficulty in removal of the stent due to knotting of the coil1). (2) adverse events: edema, loss of renal function, extravasation, pain/discomfort, fistula formation, perforation of kidney, renal pelvis, ureter and/or bladder, hemorrhage, peritonitis, hydronephrosis, infection, stone formation, urethral erosion, urethral reflux, separated piece remaining in body, urinary symptoms. [Storage method and expiration date] 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box. Bd has determined that this event is not reportable. We are providing this record as additional information. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the guide wire was inserted into the ureteral stent up to the pigtail on the kidney side, it could not be removed from the stent. When it was replaced with another stent, the guide wire was removed without any problems.

Event description:
It was reported that when the guide wire was inserted into the ureteral stent up to the pigtail on the kidney side, it could not be removed from the stent. When it was replaced with another stent, the guide wire was removed without any problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.